Event description:
It was reported that during a wisdom tooth removal, the bur guard melted against the hand piece, and the patient received a minor burn as a result. The burn was treated with a topical ointment, and the doctor did not indicate that there would be additional treatment required.

Manufacturer narrative:
The product was received at the MFR for evaluation, and it was noted that the nose cone had signs of melted plastic on it. The handpiece passed the quality inspection procedure without any problems. Another bur guard was placed on the product, and the plastic on the nose cone did not come into contact with the new bur guard. The melting of the bur guard was most likely caused by the bur guard being pushed up onto the handpiece. When this happens the nose cone comes into contact with the bur guard, and the friction can melt the bur guard.